Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (53 mg/dl). Reportedly, the pump basal rate needed to be adjusted due to the customer having bronchitis, and due to the customer taking a blood pressure pill. Customer consumed carbohydrates to address low bg levels. Recommendation was made to discuss diabetes management with the customer's health care professional.